Event description:
It was reported that the customer experienced a blood glucose (bg) level of below 40 mg/dl and a loss of consciousness. The customer went to the emergency room and was subsequently hospitalized. The customer alleged the pump delivered too much insulin; however this could not be confirmed as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Pump data review by tandem technical support confirmed the pump was functioning as intended.